Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details.

Event description:
It was reported that during a stent placement procedure for treatment of a left external iliac artery stenosis via right femoral artery access, the safety clip was difficult to remove. After the delivery system was being advanced to the target lesion without difficulties, the vascular stent could only be deployed a few millimeters and then became blocked. The physician removed the delivery system shaft and deployed the stent successfully without delivery system. There was no reported patient injury.

Manufacturer narrative:
The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Based on the condition of the returned sample the reported deployment issues could be confirmed. The delivery system was found to be detached from the delivery system shaft which causes the impossibility to deploy the stent using the trigger method. No indication was found for a manufacturing related issue. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The detachment of the delivery system may be caused by rough handling of the device during shipping, improper storage or during preparation. Based on the available information and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. The IFU states: ¿visually inspect the bard e-luminexx vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment¿. Furthermore the IFU states: ¿prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter.¿ and ¿just prior to deploying the stent, the safety clip (...) Must be removed by pressing the two red tabs (...) Together and removing the clip from the grip.¿

Event description:
It was reported that during a stent placement procedure for treatment of a left external iliac artery stenosis via right femoral artery access, the safety clip was difficult to remove. After the delivery system was being advanced to the target lesion without difficulties, the vascular stent could only be deployed a few millimeters and then became blocked. The physician removed the delivery system shaft and deployed the stent successfully without delivery system. There was no reported patient injury.